Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving adjust belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open brown (-5v) and black (main batt) wires in the trunk cable. The root cause of for the open wires could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.